Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a percutaneous transluminal carotid angioplasty (ptca) procedure with a 6f sheath. Reportedly, the plunger was pushed in with resistance. It did not engage well. More force was used and a click/engagement was heard. The plunger was removed in step 3, yet no suture came out. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported difficult or delayed activation of the plunger and needle to cuff miss were not confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.